Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted on (B)(6) 2025. On (B)(6) 2025, the patient's spouse stated that the customer had a cgm reading of 121 mg/dl. The spouse stated she could not recall if the patient did a fingerstick and do any calibrations. The spouse stated the patient was feeling dizzy and shaky. She could not recall of any treatment/medication taken by the patient. Despite not doing any fingersticks or calibration, the patient believed the sensor to be faulty. The spouse drove the patient to the hospital and they arrived there by noon. Upon arrival at the hospital, they took a fingerstick and it showed a bg reading of 35 mg/dl. The patient could not recall what was the cgm reading when they arrived at the hospital. The patient was given IV fluids and some food. The patient stayed at the hospital for less than 24 hours and was discharged on the same day. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.